Event description:
It was reported that the patient presented to the emergency room after receiving shocks. Interrogation revealed a possible output circuitry damage and several aborted shocks. Hv lead impedance was low. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed in the laboratory. Analysis found two of the high voltage output transistors shorted. The low voltage functionality was tested using the automated test equipment system and all test specifications were normal. The output anomaly was believed to be caused by a damaged lead.